Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/07/2018, that on (B)(6) 2018, the patient was prompted to change the sensor after four days but could not provide the specific error/reason. The sensor was inserted at the abdomen on (B)(6) 2018. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.